Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence and delivered several boluses before being deactivated after 1423 pulses. Inspection of the needle mechanism found no damages or deficiencies that would result in a needle mechanism failure.